Event description:
Boston scientific crm received information that during a follow up visit, this device displayed two different battery longevity indicators. The magnet rate remained the same, however the remaining longevity indicator increased without programming changes. An internal technical service consultant was contacted and recommended performing a memory download. No adverse patient effects were performed.

Manufacturer narrative:
According to available information, this device remains implanted. Should additional information become available, this event will be updated.